Event description:
The patient reported that he had fallen, but didn't remember when. He reported swelling at the catheter incision and a return of pain. A dye study was done (date not reported) and the catheter was found to be fractured. The patient stated a catheter revision was scheduled for 2008. The pump was used to delivery bupivacaine, fentanyl, and prialt. Additional information has been requested, a follow-up report will be sent if additional information becomes available.